Manufacturer narrative:
Apoc incident # 1006291. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 02-jun-2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result on a 79-year-old male patient with atrioventricular block. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested result sample I-stat (B)(6) 2026 9:58 9:58 >8.2 mmol/l ven wb architect (B)(6) 2026 9:57 10:09 3.2 mmol/l ven wb. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.